Manufacturer narrative:
Comments: report confirmed on evaluation. The footed portion was cut and detached. On follow-up, it was confirmed that there was no patient impact. Our recommendation for factory service is based on the facility's usage, however, it should not exceed 24 months. This device has been in use for 47 months without any record of factory service. The user manual contains the following warning " the attachment should not be used if any part of the attachment appears to be bent, loose, missing, or damaged. Excessive pressure or improper handling, such as bending or prying, of the attachment or dissecting tool may cause injury to the patient, operator and, or operating room staff."

Event description:
Report received indicating that footed portion of the attachment was cut and detached during use. The patient's dura was also noted to have been damaged. The dura was quickly repaired during the procedure. Another attachment and tool were used to complete the procedure without further incident. On follow-up, it was confirmed that there was no patient impact.